Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, episodes of non-sustained rv oversensing were observed. Review of the episodes revealed far p-wave oversensing. Programming changes were made, and the issue was resolved. The patient was stable.